Event description:
The customer complaint that the valve wasn't any longer adjustable thus they revised it on (B)(6) 2015. Implantation: unknown.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 100mmh2o. The valve was visually inspected: a tear/cut was found in the silicone housing distal end. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, leaked from tear/cut in silicone housing. The valve was retested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve could not be pressure tested due to the tear/cut in the silicone housing. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3100, with lot crdb0n, conformed to the specifications when released to stock on the 24th april 2014. The root causes of the programming problem is due to biological debris, this was found on the on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, the cam mechanism pillar, and on the base plate. The root cause for the tear/cut found in the silicone housing could be due to a sharp or pointed object coming into contact with the silicone housing, as noted in the IFU silicone has a low cut / tear resistance, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.